Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch (lss) from bipolar to unipolar configuration occurred for a right ventricular (rv) pacing impedance measurement of 2128 ohms. Loss of rv capture was observed the following day with a rythmiq episode that appeared to show unipolar noise. A boston scientific (bsc) technical services consultant discussed the potential reasons for the clinical observations and recommended further system evaluation. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that a lead revision procedure was scheduled. A preliminary x-ray showed the helix was retracted within the lead body and the lead had fallen into the apex. It was noted that initial lead placement was septal. The associated rv lead was explanted and successfully replaced with a bsc implantable lead. The explanting physician mentioned that he felt the clinical observations were not related to a manufacturer issue with the lead, but rather a technical issue of the helix not being fully deployed when the lead was initially implanted. It was also noted that the venous system was very tortuous at the point of access. No additional adverse patient effects were reported. The rv lead is expected to be returned for evaluation.

Event description:
It was reported that an automatic lead safety switch (lss) from bipolar to unipolar configuration occurred for a right ventricular (rv) pacing impedance measurement of 2128 ohms. Loss of rv capture was observed the following day with a rythmiq episode that appeared to show unipolar noise. A boston scientific (bsc) technical services consultant discussed the potential reasons for the clinical observations and recommended further system evaluation. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.